Manufacturer narrative:
Report required by FDA for eua. Eua #203011. User report to FDA:mw5106393. Date of event is approximate, actual date not specified in report received. Relates to 3014862188-2022-00331, (B)(6).

Event description:
User reported 2 false positive results. Negative on alternative home test and pcr. This report 1 of 2.